Event description:
It was reported that during a lobectomy procedure, the device could not fire. Competitive device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4): damaged firing trigger teeth. Evaluation summary - the analysis showed that the device was received in good visual condition and with a cartridge loaded in the device. The cartridge was received fully loaded with staples. In addition two cartridges were received inside the bag, cartridge b was received partially fired and with the lockout damaged. The damage to the spring cartridge lockout is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. In addition, the instructions for use state, "the firing stroke must be completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Note: once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device." Cartridge c was received unfired. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. The returned cartridges were tested for functionality with a test device and it fired, cut and formed all the staples as intended. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.